Manufacturer narrative:
Product investigation summary: the investigation has been performed on the lcp-df plate and on the six broken locking screws. 422.255s / lot 8553085. The implant is intact and in a very good condition beside some abraded color areas. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No product related nonconformities were found. Based on these findings, and on the available information, we conclude that the cause of failure is not due to any manufacturing non-conformances. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that according to x-ray, nine locking screws were found broken post-operatively. The initial implant date was about one year ago. Re-operation was performed as the reported plate was not seated with the screws anymore and migrated near the joint. The reoperation was complete with removal of all the screws and re-fixation with bone prosthesis. It was reported that no excessive external stress had been applied to the affected part during rehabilitation. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient age reported as fifties. Unknown date; reported as about a year ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. (B)(4). No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it is now being reported that six (6) of the originally implanted locking screws were found to be broken post-operatively. This report is 1 of 7 for (B)(4).